Manufacturer narrative:
Results: the ace68 support coils were protruding out of the distal tip. The support coils were unraveled approximately 114.5 thru 116.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed that the support coil winds were protruding out of the distal tip of the catheter. If the inner liner of the ace68 is damaged while advancing another device through the catheter, the catheter may catch the inner coil winds of the ace68 likely resulting in resistance. Advancing against this resistance may cause the support coil winds to become unraveled and pushed out of the distal tip of the catheter. The root cause of the liner becoming compromised could not be determined. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician felt resistance and was unable to advance a non-penumbra microcatheter through a penumbra system ace68 reperfusion catheter (ace68) on the back table. The physician then noticed that the ace68¿s inner braid was coming out of the tip of the ace68. The damage to ace68 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new ace68 and the same microcatheter.